Event description:
It was reported that during in clinic follow-up, noise was observed when the device was interrogated. The patient was asymptomatic. The lead was explanted and replaced. The patient¿s condition was stable before, during and after the procedure. There were no complications.